Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments, analyzed and no anomalies were found. It was noted that the defibrillation conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), the inner tubing was kinked/buckled, the outer insulation had cosmetic environmental stress cracking, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation was breached cut, there was a white substance on the exposed defibrillation coil, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, there was a tip seal observation and there was apparent explant damage.

Event description:
It was reported that the right ventricular lead had an inappropriate placement that resulted in high defibrillation thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.